Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end assy w/ccd module. In addition, we confirmed that the insertion flexible tube (ift) buckled, the air nozzle clogged, the aft suction tube deformed, the u/d knob loose, the r/l knob loose, the eog valve loose, the distal body worn out, the bending rubber gluing poor finish, the insertion flexible tube (ift) bump, the operation channel resistance, the operation channel kink, the suction channel kink, the ccd module pixels, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.